Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 14may2019. The manufacturer's field service engineer confirmed the reported battery issue. The manufacturer's field service engineer sent a battery replacement to be replaced by biomed engineer in the hospital.

Event description:
The customer reported a ¿battery failure¿ warning. No patient or user harm was reported.